Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that 40 bd vacutainer® blood collection tubes buffered sodium citrate overfilled. The following information was provided by the initial reporter: "the customer reported as follows: tubes drew excessive volume of blood. This issue occurred in about 40% of the tubes. [Photos]: left and center: complaint tubes. Right: the blood level was a bit lowering because it was after testing. Lot # is unknown but was reported to be the most recent one."

Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 40 bd vacutainer® blood collection tubes buffered sodium citrate overfilled. The following information was provided by the initial reporter: "the customer reported as follows: tubes drew excessive volume of blood. This issue occurred in about 40% of the tubes. [Photos]. Left and center: complaint tubes. Right: the blood level was a bit lowering because it was after testing. Lot # is unknown but was reported to be the most recent one."